Manufacturer narrative:
Multiple attempts have been made to gather additional details with no results. Should new information become available a follow-up report will be submitted.

Event description:
As per the reporter an expired 18-1035sp was implanted in the patient. No further information was received.